Manufacturer narrative:
The insulin pump was received with broken battery tube threads and missing end cap sticker. No damage found on reservoir tube window. The insulin pump had unresponsive buttons due to corroded on keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was crack on the reservoir compartment. The customer also reported that the esc and act button were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.